Manufacturer narrative:
(B)(4). Foreign (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00280. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a total knee arthroplasty and subsequently was revised approximately 5 years after the initial procedure due to wear and fracture of the implant. Development of cysts was noted on medial tibia plateau. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034